Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
It was reported that the unit had a dim display. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer requested part information to replace the user interface assembly. The customer replaced the user interface assembly and the issue was resolved.

Manufacturer narrative:
G4: 23jul2020. B4: 24jul2020. User interface (ui) assembly was returned for analysis. The visual inspection of the user interface (ui) revealed no evidence of damage or contamination. A failure investigation (fi) technician install returned ui into known good ventilator after calibration; all buttons respond properly. However, the display brightness was dim at the highest setting in the examination of the liquid crystal display (lcd) panel. It was found that the wires connecting the backlight inverter to the display were discolored due to high temperatures. Customer complaint was verified. Root cause is failure of the lcd display. Fault are found on this returned user interface. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.